Event description:
It was reported that the patient received inappropriate shock due to right ventricular (rv) lead noise. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition with no adverse events.